Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/4/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and broken tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that broken tubes were found after use with bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "this week 4 edta tubes from different departments in the hospital arrived in the laboratory by "pneumatic tube" damaged at the bottom. Some broken, some ripped, all different lot-numbers." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken tubes were found after use with bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "this week 4 edta tubes from different departments in the hospital arrived in the laboratory by "pneumatic tube" damaged at the bottom. Some broken, some ripped, all different lot-numbers." 4 occurrences were reported.